Manufacturer narrative:
Physio-control replaced the device. Physio evaluated the device and observed that the speaker connection had become disconnected. The connector was re-connected and then proper device operation was observed through functional and performance testing.

Event description:
Found during test. According to the reporter, the devices "audio guidance does not work."